Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used in the lower esophageal sphincter during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, while unpacking, it was noticed that the device gauge was stuck at 30psi. The balloon was inflated with the guidance of fluoro and direct visualization but the gauge reading remained the same. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.